Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device evaluation. The insufflation unit exhibited damage to the electropneumatic proportional valve and first regulator unit. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the secondary pipeline is presumed to be faulty due to the failure of the electro-pneumatic proportional valve. Additionally, it is assumed that the failure of the first pressure reducer caused the average flow rate to be output incorrectly. However, olympus could not identify a definitive root cause of the event. Olympus will continue to monitor field performance for this device.